Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device has a burning smell several times after a couple of hours of use but not all the time. The smell is odd wood or electrical burning smell. There were no reports of smoke, flames, melting, warping or voids/gaps in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information a dreamstation 2 advanced auto CPAP device has a burning smell several times after a couple of hours of use but not all the time. The smell is odd wood or electrical burning smell. There were no reports of smoke, flames, melting, warping or voids/gaps in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿burning wood, electrical smell¿ is classified as low and does not present a serious risk to patient safety.